Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that surgeon noted a white particle imbedded centrally on the intraocular lens (iol) after insertion in the right eye. Surgeon attempted to remove foreign body from iol which resulted in large central defect (scratch). Surgeon proceeded to exchange iol with success. Patient condition was satisfactory.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site cut in two pieces. The way the cut is formed is consistent with a lens that has been cut due to iol removal during surgical procedure. Visual inspection, using a microscope at 10x magnification, showed residues of viscoelastic (ovd) and loose particles on the sample compatible with handling the lens out of the sterile environment. No white particle imbedded on the optic was observed. The reported complaint was not verified in the sample received. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. During manufacturing, the lenses are 100% inspected using a microscope at 10x magnification. If any defect is found that not meet the specification, the lenses are rejected. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.